Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2018 with pocket erosion and suspected infection. The source of the infection was not determined. The pacemaker, right atrial, and right ventricular lead were explanted successfully without adverse consequence to the patient. The patient remained stable before, during, and after the procedure.